Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after multiple appropriate hv therapies were delivered for ventricular arrhythmias, alerts for possible lead issue and low, out of range hv lead impedance were received. The therapy was successful in converting the arrhythmias. It was noted that the patient was implanted with a new ICD two days prior. The shock vector configuration was reprogrammed. The patient will be monitored and was in good condition.